Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported the patient couldn't feel stimulation on all programs at 8.5v. The patient used their patient programmer (pp) and the rep tried with their clinician programmer, but the issue wasn't resolved. On (B)(6) 2017, the rep reported that the device was removed on (B)(6) 2017. The patient was doing fine with no issue or complications. There were no further complications reported or anticipated.